Event description:
It was reported that before an unknown procedure, it was found that the blade was broken off after a system check. No pieces fell into the patient. The broken blade tip was found on the floor. Another device was used to complete the case. There were no adverse consequences to the patient.

Event description:
It was reported that before an unknown procedure, it was found that the blade was broken off after a system check. No pieces fell into the patient. The broken blade tip was found on the floor. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Received "duplicate report" error though this is an initial medical and no duplicate exists. Resend 1-21-2015. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.